Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the lens remains implanted. Photos of the implanted lens were provided and were evaluated by the sme (subject matter expert). Based on the photos, it is not possible to confirm if the observed foreign particle is related to manufacturing process since they have poor resolution and high magnification images. Furthermore, this type of particulate could have been identified and discarded during the manufacturing line clearance as lens goes through various cleaning process and 100 % percent visual inspection. Manufacturing data also confirms no process deviation that may lead to visible debris or particle deposition on the lens. Hence, the reported complaint could no be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was substance like iron powder on the surface of a model pcb00v tecnis monofocal iol (intraocular lens) after it was implanted in the patient's eye. This issue was confirmed under the microscope during I/a (irrigation/aspiration). A slit lamp photo was provided for further investigation; however, the lens remains implanted. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.